Event description:
The vent was plugged in and the patient was just outside the front door of their home. The ventilator went completely blank, stopped working and there were no alarms that accompanied this event. The patient was picked up, rushed inside, and placed on other ventilator. No patient harm. Operating on ac power. Accessories used: hme and o2 source.